Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 92 mg/dl. Customer reported that lcd screen may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No button error alarm, battery out limit alarm, or unexpected restart error alarms could be verified due to the blank display anomaly. The insulin pump had minor scratches on the